Manufacturer narrative:
Device passed the self test and displacement test. Toggled on or off and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing. Hardware low level failures alarms are confirmed in device history file due to a broken trace at u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was 146 mg/dl. The customer reported that the beeps sound the same. Customer reported that they did hear beeps when audio volume settings were saved. Customer reported that they did not hear the differences between the two audio beep volumes 1 and 5. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.